Event description:
A malfunction alarm identified as malf 12 was reported, with no notable events occurring prior. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in resetting the pump, which successfully prevented the malfunction from occurring again. The customer was instructed to continue using the pump and to report any recurring issues.